Event description:
It was reported that patient underwent an initial left hip arthroplasty on (B)(6) 2005. Subsequently, patient was revised on (B)(6) 2015 due to elevated metal ion levels. The acetabular cup and modular head were removed and replaced and a liner was implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "elevated metal ion levels have been reported with metal on metal articulating surfaces. Although mechanical testing demonstrates that metal on metal articulating surfaces produce a relatively low amount of particles, the total amount of particulate produced in vivo throughout the service life of the implants remains undetermined. The long-term biological effects of the particulate and metal ions are unknown." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-02163 & 02164).